Manufacturer narrative:
Updated missing codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that when the patient pressed the green button on their recharger nothing happened and this had begun sometime in (B)(6) 2017. The patient also reported that they had the desktop charger plugged in and it showed that it is charging her ins recharger (insr) and that the battery was almost full, but when they pressed the green start charge button, it did not charge their implant. The patient noted that they saw the speaker icon, the insr battery icon at the top of the screen, but in the middle of the bottom part of the screen it was blank. The patient pressed the x button and then the green button again, and nothing was happening. The patient noted the insr had not been dropped or got wet. The patient thought when they saw the insr charging icon that it was charging their implant but they were not seeing any coupling boxes so it was not charging their implant. The patient also reported that their tremors came back since the first week of (B)(6) 2017. The patient reported that they were seeing their healthcare provider (hcp) the day after the report regarding this issue. The patient called the following day and reported they received their new insr and patient services helped the patient connect it to their implant and get it charged. The patient called again on (B)(6) 2017 and reported that they went to their hcp's office with their ins fully charged but the ins was showing it was turned off and the hcp turned stimulation back on. The patient reported that while charging the day before they wonder if they accidently turned stimulation off. The patient also noted they were afraid to use the recharger because they didn't want to turn their ins off. No further complications reported as a result of the event.